Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 600 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer believed the pump contributed to the reported event but did not give any details. While hospitalized the customer was treated with intravenous insulin. Troubleshooting with tandem technical support was declined. The customer was released (B)(6) 2016.